Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture. Hcp reported device as "425 cc style 410 implants" serial/lot were not provided.

Event description:
Healthcare professional reported right side "cap con" and possible rupture. Device remains implanted.